Event description:
It was reported that switch-case began to emit sparks.

Manufacturer narrative:
It was reported that switch-case began to emit sparks. Examination of the unit revealed that the customer had taken the switch apart, making it impossible for us to determine the cause of the incident. When we received the unit, the terminal was shorted to the ground wire, but we were unable to determine whether there might have been a mfg defect in the switch or the components had been altered by the consumer. Since the unit had been in service for some time (apparently working properly) it would appear that the consumer was simply unsuccessful in their attempt at self-repair. We will continue to monitor our components for similar issues, but feel this report was most likely caused by unauthorized alternations on the part of the consumer.